Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during stent implantation of the internal carotid artery, difficulties were encountered during carotid artery stent (cas) stent deployment and the emboguard 87, 95 cm balloon catheter (bg8795u, 0000195794) was repeatedly inserted in and out. The physician felt a lot of bleeding from the attached rhv, and commented that the emboguard could be use with dac or in thrombectomy, with less inserted in and out. He also mentioned it could not be used as a single system due to increased bleeding. There was no negative impact on the patient. A continuous flush was done. Additional information received indicated that the surgical access point was the femoral artery. There was the use of peel-away sheath. There were no procedural delays. The stent was implanted, and hemostasis was done as usual. Additional clarification received on 12-oct-2023 indicated that a peel away sheath was used but the size of the introducer is not known. The reported bleeding refers to the bleeding at the puncture site.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional clarification received on 27-oct-2023 reported that the bleed was not a retroperitoneal hemorrhage. Complaint conclusion: as reported by the field, during stent implantation of the internal carotid artery, difficulties were encountered during carotid artery stent (cas) stent deployment and the emboguard 87, 95 cm balloon catheter (bg8795u , 0000195794 ) was repeatedly inserted in and out. The physician felt a lot of bleeding from the attached rhv, and commented that the emboguard could be use with dac or in thrombectomy, with less inserted in and out. He also mentioned it could not be used as a single system due to increased bleeding. There was no negative impact on the patient. A continuous flush was done. Additional information received indicated that the surgical access point was the femoral artery. There was the use of peel-away sheath. There were no procedural delays. The stent was implanted, and hemostasis was done as usual. Additional clarification received on 12-oct-2023 indicated that a peel away sheath was used but the size of the introducer is not known. The reported bleeding refers to the bleeding at the puncture site. Additional clarification received on 27-oct-2023 reported that the bleed was not a retroperitoneal hemorrhage. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot# 0000195794 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.